Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for device replacement. Upon interrogation it was noted that the left ventricular (lv) lead was exhibiting high capture threshold, and the atrial lead was oversensing noise. On (B)(6) 2023 the lv lead and atrial lead were capped, and new lv lead and atrial lead were implanted. The patient was in stable condition.